Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic upon receiving a vibratory alert due to high high-voltage lead impedance noted on the right ventricular lead; potential lead conductor fracture was suspected. An unspecified issue was noted on the implantable cardioverter defibrillator. It was noted that x-ray imaging did not reveal anomalies at the time. On (B)(6) 2018 the lead was explanted and replaced; insulation abrasion was noted on the lead. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
External insulation abrasion was noted at 50.1 ¿ 51.2 cm and 50.3 ¿ 50.7 cm from the pin consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. A fracture of the conductor was noted at 50.1 ¿ 51.2 cm from the pin. This is consistent with the observation from the field of high high-voltage lead impedance.

Event description:
New information states that the abrasion was due to lead-to-lead interaction.